Manufacturer narrative:
Checked introducer needle for burrs/hooks and dull needle tip defects and none where found. Introducer needle passed per specifications. Customer return needle separated from sensor. Unable to use. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call that the sensor needle god stuck in their body and was unable to pull it out. The customer's blood glucose levels were 11.7mmol/l. The customer stated they were eventually able to pull the needle out but found no electrode. Customer sent eh sensors back for analysis.